Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the device's power pcb assembly. A replacement for this part is unavailable due to part obsolescence. The customer received a replacement device.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.